Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that at implant they were on program 4 but last tuesday or thursday diarrhea came out like twice, at the store they couldn't make it, so they increased, it happened again so they increased again. Patient also said, they tried a different program number and even at 0.1 they felt like they started vibrating so they put it back to program 4. Patient also said they notice every now and then they have a little vibration in their area where the stimulator was in their upper buttock and it goes away right away. Reviewed therapy optimization information, stim sensation information, and recommended keeping a symptom diary to track results. Offered and sent email with quick guide, symptom diary and device information. Redirected to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.